Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: gc heartrail 6f jr4.0. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s. The 510k # of this medwatch correspond to the device currently marketed for sale in the u.s. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with mild tortuosity. A 3.75x15 mm nc tenku rx balloon dilatation catheter (bdc) was soaked prior to use and prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced toward the target lesion for post-dilation; the balloon was inflated once and the balloon ruptured at 12 atmospheres. The bdc was removed and replaced with a new nc tenku rx to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.